Event description:
Hospital advised that channel d was set up to infuse on a pt who had been prescribed a cardizam bolus to be followed by a cardizam drip. After the drip was started, it was observed that the container emptied quickly and all but 10cc's had been infused. Hospital did not provide container size. There was no pt consequence. The pump was sent to the biomedical engineering who observed that the camlock on the door assembly of channel d was broken. The risk manager stated the hosp determined that a great deal of force had been generated on the door, causing the cam lock to break.